Manufacturer narrative:
Method; device not returned; f/u with company rep.

Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at level t5. Two days post procedure, MRI was performed for recurrent and persistent pain. MRI indicated epidural hematoma to left and right of cord, 5x11x10mm on both sides. There was no treatment, presumably will be resolving. The physician noted that the hematoma was due to the balloon kyphoplasty procedure as it was not present on the preoperative MRI. No add'l info was reported.